Manufacturer narrative:
Multiple attempts were made to obtain information on the repair/service of the device have been unsuccessful.

Event description:
It was reported that the ventilator was alarming light emitting diode (led) failed. There was no patient involvement. The customer troubleshot with technical support and confirmed the error code in the ventilator diagnostic logs. The customer was advised to replace the power switch overlay. Further information is pending.